Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip the syringe looks to have some sort of shiny, sticky liquid on the plunger.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip the syringe looks to have some sort of shiny, sticky liquid on the plunger.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Bd was not able to confirm the customer¿s indicated failures.the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.